Event description:
Customer reported three (3) false positive test results with ID now covid-19 2.0 assay using direct nasopharyngeal samples for multiple lots. This MFR. Report addresses test three (3) of three (3), taken on (B)(6) 2023. Lot number m217237. Confirmation testing was performed on the same date, (B)(6) 2023, using vitros antigen quantification, generating a negative result. Customer also reported another vitros antigen quantification taken on (B)(6) 2023, generating a positive result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. However, it is stated the patient was returned to a nursing home where they isolated in a room at the facility with no contact with covid positive patients.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use device, discarded.

Manufacturer narrative:
G2-report source . This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Investigation summary: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m217237 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 192-000j / lot m217237 and test base part number 192-430 / lot m217237. The lot met the required release specifications. (B)(4) . Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is sample interference or cross contamination.h10: correction made to reported false positive patient results complaint rate. Investigation summary: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m217237 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 192-000j / lot m217237 and test base part number 192-430 / lot m217237. The lot met the required release specifications. (B)(4) . Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is sample interference or cross contamination. H3 other text : single use device, discarded.

Event description:
Customer reported three (3) false positive test results with ID now covid-19 2.0 assay using direct nasopharyngeal samples for multiple lots. This MFR. Report addresses test three (3) of three (3), taken on (B)(6) 2023. Lot number m217237. Confirmation testing was performed on the same date, (B)(6) 2023, using vitros antigen quantification, generating a negative result. Customer also reported another vitros antigen quantification taken on (B)(6) 2023, generating a positive result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. However, it is stated the patient was returned to a nursing home where they isolated in a room at the facility with no contact with covid positive patients.

Event description:
Customer reported three (3) false positive test results with ID now covid-19 2.0 assay using direct nasopharyngeal samples for multiple lots. This MFR. Report addresses test three (3) of three (3), taken on 05jan2023. Lot number m217237. Confirmation testing was performed on the same date, (B)(6) 2023, using vitros antigen quantification, generating a negative result. Customer also reported another vitros antigen quantification taken on (B)(6) 2023, generating a positive result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. However, it is stated the patient was returned to a nursing home where they isolated in a room at the facility with no contact with covid positive patients.

Manufacturer narrative:
G2-report source. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Investigation summary: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m217237 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 192-000j / lot m217237 and test base part number 192-430 / lot m217237. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m217237 showed that the complaint rate is (B)(4) %. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is sample interference or cross contamination.b1, b2, h1: corrected as there was no report of an adverse event or serious injury as a result of the event. H3 other text : single use device, discarded.